Event description:
It was reported that the patient came to the hospital because they had alarms when connected to batteries from time to time. The patient was connected to fully charged batteries, but had power cable disconnected alarms when the white power cable was manipulated. The system controller was exchanged.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The alarms continued after the system controller was exchanged. The patient's batteries were then exchanged, which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via review of the downloaded log file, containing approximately 3 hours of data on (B)(6) 2022 (8:33:14 to 11:51:19 per timestamp). Throughout the data, intermittent power cable disconnect or low power advisory alarms were observed while the system was supported by battery power. These atypical alarms activated due to the rsoc of the white power cable briefly fluctuating below either of the designed alarm thresholds. These alarms cleared shortly after activation each time and did not impact the ability of the pump to operate at the set speed, as the pump maintained a speed above the low speed limit without issue while the driveline was connected. The returned heartmate 3 system controller (serial number:(B)(6)) was functionally tested and found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low voltage alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 "equipment maintenance" describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.